Manufacturer narrative:
Follow-up is being sent to correct information sent in field d4 lot number, d4 catalog number and d4 expiration date. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4). The dentist reported that 3 months and 11 days after the dental implant was installed in intraoral region 14#, its non- osseointegration was observed. Moreover, the patient presented bone type iii.

Manufacturer narrative:
The lot number reported by the dentist was not verified by the crm system, so it was not considered. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made.

Event description:
(B)(4) - the dentist reported that 3 months and 11 days after the dental implant was installed in intraoral region 14#, its non- osseointegration was observed. Moreover, the patient presented bone type iii.